Manufacturer narrative:
The subject device has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems (B)(4), it was found that the switches and/or buttons on the front panel of the subject device could not function. After that (B)(4) checked the subject device and found that the reported phenomenon was attributed to the changing the peripheral settings. The subject device is working properly now. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on february 5, 2021. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluating the subject device, omsc concluded that the reported event was not reportable event.